Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that the distal end of the shaft of the fibertak® dx suture anchor, with #1 fiberwire® suture and needles, was broken off and bent. The fibertak soft anchor sheath, and sutures were not returned. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
It was reported that two devices ar-3641sp-1 (lot: 15453863 and 15420710) were received from the customer without a failure description. A first visual assessment showed that the inserter of one device broke at the tip region and a torn suture was received with the other device. There was no harm for patient, operator or third party reported. No further information was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.